Event description:
Device 1 of 3 reference MFR report #1627487-2014-08162 and 1627487-2014-08163. It was reported the patient's lead were explanted on (B)(6), 2014 as they had been causing skin erosion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.